Manufacturer narrative:
Failure analysis noted that the pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to perform occlusion and excessive no delivery test due to motor error alarm. They were unable to verify the motor position encoder error alarm due to overwritten history file. The pump had minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer stated that he was about to refill or change the infusion set when the alarm was received. He stated that the notch in the middle of the pump that the activity guard and the clip locks unto was broken. He was unable to rewind the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.